Event description:
Ng feeding tube inserted. Post x-ray showed tube was in rt lung. Required chest tube to be inserted and extended length of stay. Original tube had been removed as it was cracked and leaking at y joint. Pt was receiving meds frequently and nurse believes crack may have been caused by constant access. (Pt had been non-cooperative during insertion).